Manufacturer narrative:
Conclusion: according to the information from the field, the internal magnet does not rotate leading to the audio processor turning around 90 degrees by itself when placed on the implant. The internal magnet was replaced. Device investigation of the returned magnet assembly revealed a technical issue, which led to the magnet not being able to rotate freely. The implant stays implanted and in use. This is a final report.

Event description:
It was reported that the audio processors turns around 90 degrees by itself and when placed on the implant. The clinical engineer cannot hear or feel the movement of the magnet. Non-surgical troubleshooting was not attempted. The internal magnet has been replaced.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the audio processors turns around 90 degrees by itself and when placed on the implant. The clinical engineer cannot hear or feel the movement of the magnet. An attempt to replace the magnet is planned.